Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed. The device is distributed outside the us and no gudid information exists.

Event description:
Arjo was informed about the event related to the enterprise 5000x bed. During the checking, the hospital staff noticed that the (B)(6) patient's leg was entrapped between bed rails. The leg was removed from between the bed rails. A patient sustained a laceration to the leg, which went as deep as the bone. No visible damage on the bed rails were reported. The bed rail bumpers were not used.

Manufacturer narrative:
The involved device was inspected by arjo. No device malfunction was indicated. The device is still in use at the customer's site. The technician suggested that the underside of the hinges on the safety side may have caused the patient's laceration, however, the inspection photos do not reveal any defects (e.g., sharp edges) that could have caused the injury. The instruction for use (IFU) for enterprise 5000x bed (746-577-UK) includes the following information related to the entrapment hazards: - "before operating the bed, make sure the patient is positioned correctly to avoid entrapment." - "the clinically qualified person responsible should consider the age, size, and condition of the patient before allowing the use of side rails." - "with the side rails lowered and the securing pins removed, the side rails can move unexpectedly. Take care during removal to avoid sudden movement of the rails that could cause entrapment of limbs." Based on the information received the exact cause of the event could not be established. Arjo device was used for patient treatment when the event occurred and from that perspective played a role in the event. There was no bed malfunction confirmed. The complaint was decided to be reportable due to the allegation of the patient's limb (leg) entrapment between side rails, which resulted in a serious injury.